Manufacturer narrative:
The pipeline flex with shield was returned. There was no catheter returned with the device. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. No bend was observed on the pushwire. No damages were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open and resistance during retrieval issues as the pushwire was returned without the catheter. No damage was found with the pushwire. In addition, the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the root cause and the cause for damage could not be determined. Possible contributing factor of failure to open and resistance during delivery includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has been returned for evaluation; a follow-up MDR will be submitted when evaluation is complete. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided. Brand name: pipeline flex with shield technology model number: ped2-500-18. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline flex incomplete opening. The patient was undergoing embolization treatment for an unruptured aneurysm. Vessel tortuosity was described as normal. Reported device and any accessory devices were prepared as indicated in the IFU. During the procedure, 50% of the pipeline flex had been deployed when it was observed to be not open on the distal end. The device was resheathed into the microcatheter and removed. There were no reports of patient injury in association with this event.